Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Biolox®-forte kopf 28/-3.5 's' 12/14; ref# (B)(4) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted a sulox, head, m, 28/0, taper 12/14 on (B)(6) 2008. The patient underwent a revision surgery on (B)(6) 2009 due to unknown reasons.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) winterthur legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: the patient underwent a revision surgery on (B)(4) 2009 after 8 months in vivo time due to unknown reasons. (Same patient is treated in (B)(4)). Review of received data. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis. No product was returned to zimmer biomet for in-depth analysis. Review of product documentation. (B)(4). Root cause analysis. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore, the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4). (B)(4)